Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/28/2010 and 06/03/2010 by phone, fax, and mail. A completed questionnaire was received on 06/11/2010. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "vision is less than expected" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that his vision is less than expected and that he was dissatisfied with his vision following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports that the event continues. Posterior capsule opacification (pco) was noted three months postoperatively. An unapproved viscoelastic was used during the implant surgery. There are two medical device reports associated with this event. This report is for the right eye.